Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 115 events were reported for this quarter. Product return status: 114 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 114 reported events were confirmed; the cause traced to component failure. Evaluation results: 114 devices were found to be affected by missing paint chips. Additional information: 115 devices were not labeled for single-use. 115 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 115 </noe> malfunction events in which the device had paint chips missing. 115 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 115 </noe> malfunction events in which the device had paint chips missing. 115 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 115 previously reported events are included in this follow-up record.   Product return status 115 devices were received.   Event confirmation status 115 reported events were confirmed. Evaluation results 115 devices were found to be affected by missing paint chips.